Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer reported false elevated alinity I free t4 generated from alinity I processing module (sn: (B)(6), which included both qc and patient results. The customer provided the following data for 2 patients: customer reference range = 9 - 21 pmol/l sample ID (B)(6) initial result was 33.2 and when repeated on another analyzer (sn: (B)(6)) the result was 14.4. Patient is a 54-year-old male patient. Sample ID (B)(6) initial result was 22.5 and when repeated results were 13 & 13.2 patient is a 47 year old female patient. There was no reported impact to patient management.

Manufacturer narrative:
Troubleshooting performed by abbott service found the itv assemply (vortexer) was worn from normal use. The assy, itv (rohs) was replaced which resolved the issue. The module function was verified with a control run. Review of the instrument service history for alinity I processing module, serial (B)(6) found no additional tickets related to the complaint issue. Review of tracking and trending did not identify any trends for the alinity I processing module or the assy, itv (rohs) related to the complaint issue. A review of the manufacturing documentation did not identify any nonconformances or deviations for the assy, itv (rohs). Review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or product deficiency was identified for the alinity I processing module (ln: 03r65-01) or the assy, itv (rohs).

Event description:
The customer reported false elevated alinity I free t4 generated from alinity I processing module (sn: (B)(6)), which included both qc and patient results. The customer provided the following data for 2 patients: customer reference range = 9 - 21 pmol/l. Sample ID (B)(6) initial result was 33.2 and when repeated on another analyzer (sn: (B)(6)) the result was 14.4. Patient is a 54 year old male patient. Sample ID (B)(6) initial result was 22.5 and when repeated results were 13 & 13.2. Patient is a 47 year old female patient. There was no reported impact to patient management.